Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2019 a patient had a biozorb implanted and the patient reported suffering from sensitivity, itching, swelling, and reddening of the skin where the biozorb was implanted. The patient reported continuing to suffer from a hard, painful lump, deformity and scarring of the skin, sharp, shooting pains, and difficulty sleeping because of the pain caused by biozorb when lying down. No additional information available.

Manufacturer narrative:
An investigation was conducted: brief description: it was reported that on (B)(6) 2019, a patient had a biozorb implanted and the patient reported suffering from sensitivity, itching, swelling, and reddening of the skin where the biozorb was implanted. The patient reported continuing to suffer from a hard, painful lump, deformity and scarring of the skin, sharp, shooting pains, and difficulty sleeping because of the pain caused by biozorb when lying down, emotional distress. Investigation methods and findings: the sample was not returned to the post market quality laboratory for further investigation; therefore, the inspection according to the biozorb post market instructions was not able to be conducted for this complaint. Additionally, there was limited patient-related information provided for this event; consequently, a comprehensive investigation could not be conducted. The harms identified, based on clinical symptoms and hazardous situations for this complaint are: - pain, serious (pain, sleep dysfunction, device palpability, failure to resorb). - hypersensitivity/allergic reaction, serious (redness/erythema, itching sensation). - physical asymmetry, serious (deformity). - inflammation, serious (limited mobility, lymphedema, swelling). Cause/root cause: the described issue was investigated through a root cause analysis conducted under CAPA. The initial purpose of this CAPA was to evaluate the biozorb product for a root cause linking the product design to the reported complaint issues. The results of the root cause assessment did not find any direct link between the device and the reported complaint issues. Consequently, the implementation activities from CAPA were considered no longer applicable since hologic has ceased selling the biozorb product with no intention of returning it to market. In addition, is currently evaluating the biozorb product¿s entire dhf and is actively under remediation. Furthermore, a voluntary recall for the biozorb product was initiated on (B)(6) 2024. Conclusion: the reported issue could not be confirmed as no sample was returned for evaluation. The risk trending analysis does not increase the risk zone index. The potential root cause analysis was assessed under CAPA. CAPA is currently evaluating the biozorb product¿s entire dhf and is actively under remediation. The risks associated with this event are further detailed and evaluated against the product and its hazard analysis within the health risk assessment biozorb, complaint evaluation. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: not performed. No lot number was provided; therefore, no DHR could be located or reviewed. See table 4 for product di number.

Manufacturer narrative:
The patient is a 53-year-old caucasian, perimenopausal female with heterogeneously dense breasts. Weight 174lbs, bmi 27.25. Past medical history: former smoker (0.5ppdx10yrs) tobacco, peri-menopausal, asthma, iron deficiency anemia (likely secondary to menses), gastro-esophageal reflux disease (gerd), raynaud¿s disease, anxiety, s/p appendectomy, ectopic pregnancy surgery and back surgeries, with multiple reported drug allergies/intolerances. She has no family history of breast or ovarian cancers. On (B)(6) 2018 focal asymmetry in right upper outer quadrant was discovered on screening mammography. On (B)(6) 2018 u/s guided biopsy revealed: invasive ductal breast cancer, ER 100, pr 20, her2 2+, ki67 14%, stage1a. Tumor measured 2.1x1.4x1cm on MRI. Mass was palpable on exam. The patient underwent left-side port placement on (B)(6) 2018 for neo-adjuvant chemotherapy. Patient received neoadjuvant chemotherapy followed by adjuvant herceptin and perjeta, then exemestane and lowered does neratinib- on a clinical study protocol. Chemotherapy related events included hair loss and skin reactions, severe prolonged neutropenia, diarrhea, dehydration and electrolyte imbalance, anemia and nausea, joint pain, and neuropathy. The patient underwent savi scout localized right breast lumpectomy. The tumor removal left a large defect (>48cm2), therefore an oncoplastic tissue advancement flap procedure was done, "once satisfactory breast parenchyma was mobilized, the location of the original breast cancer was identified and measured...it was felt that the 3x3cm size [biozorb device] would be most appropriate...using three 3-0 pds interrupted sutures, the breast tissue was reapproximated and the biozorb tissue marker was placed...multiple sutures were used to reconstruct the breast parenchyma to close the tissue defect while securing the biozorb in the site of the original tumor...the advancement flap was placed over the biozorb and secured in place with several sutures. Once the tissue defect was reconstructed, the skin was checked for adequate mobilization without any traction with movement. Once this was completed, the final layer of closure was performed in the subcutaneous and skin tissue." The patient had sentinel node biopsy x2. Biozorb details: biozorb 3x3, f0303-log1168485, model: f0303, lot c1-181003, focal therapeutics the pathology report was not included in available medical records, per other available documents, pathology revealed: 9mm of residual invasive disease, t2n0, g2, er100%, pr20%, her2+, ki67 14%, node negative, without lymphovascular invasion, and with clear margins. At an office visit approximately 10 days post op, the patient was "feeling well" and "back to normal activity". Visit with radiation oncologist (before start of radiation) on (B)(6) 2019, approximately 1 month post op, the patient was "doing well...she has no residual pain. She stopped using pain medication shortly after completing surgery." The patient reported chemotherapy induced peripheral neuropathy. The patient received radiation completed (B)(6) 2019, this was complicated by moderate radiation dermatitis and anxiety with chest pain. Breast exam (B)(6) 2019 revealed radiation burn but no masses. At office visits from september through the beginning of (B)(6) 2019, patient did not report any breast related complaints, breast exams noted "able to palpate the biozorb [sic] radiation skin changes burn is fully healed." At an office visit (B)(6) 2019, the patient reported "...deep tissue pain in the right breast, was cleaning her windows and feels like maybe stretched more that she has been able to, could be muscle." Breast exam revealed a palpable biozorb and tenderness to palpation. At her visit approximately 1 month later and 8 months post op, she reported no breast related complaints, breast remained tender to palpation on exam. Mammogram (B)(6) 2020, revealed "new post lumpectomy changes" with a biozorb noted in the lumpectomy bed with no evidence of disease. At an office visit, (B)(6) 2020, approximately 1 year post op, the patient had no breast related complaints and was considering reconstruction to "even out her breasts". Breast exam at this visit noted no palpable masses with ¿¿post-surgical changes. Biozorb is palpated at the 10 o'clock." Patient continued to report joint pain, neuropathy, diarrhea, memory loss and electrolyte imbalances secondary to medications/chemotherapy. At an office visit, (B)(6) 2020, approx. 1.5 years post op, the patient had no breast related complaints and breast exam revealed post-surgical changes and no palpable masses. At a televisit on (B)(6) 2020, the patient noted "...worsening pain near the lumpectomy site of the right breast where biozorb [sic] is present." A breast exam was not performed (televisit) and no treatment appears to have been given. At a telehealth visit two weeks later she again reported "some pain" and noted she was applying a heat pack with some relief. Breast exam found no masses but tenderness at 9 o'clock. At a visit (B)(6) 2020, she reported continued breast pain, breast exam noted no masses, no mention of tenderness to palpation. 2-year mammogram on (B)(6) 2021, revealed postsurgical changes and no evidence of disease. At an office visit on (B)(6) 2021, she reported no breast pain and exam was unremarkable. No mention of breast pain or abnormalities on exam at office visits (B)(6) 2022, (B)(6) 2023. The patient reported insomnia but there is no indication in the available medical records that this was related to the biozorb device.